Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. UDI not available.

Event description:
Doctor reported implant fracture, a crack in cone, at tooth site 45. New implant was placed on (B)(6) 2017. Patient with a very good bone quality.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was location is #45 and was used for approximately 2 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. DHR review: DHR review was completed for the subject lot number (62091289). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62091289) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.